Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and medical attention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching had occurred while wearing the pod for an unknown amount of time. After the pod was removed it was stated that the patient had to seek medical attention. Three follow up attempts were made and no additional information was given on the event.